Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "poor pad contact" message. Also, it was observed that the energy down button was hard to press making it difficult to select an energy level. Complainant indicated that there was no patient involvement in the reported malfunction.